Manufacturer narrative:
The tandem t:slim pump user guide indicates that the humalog insulin was tested and found to be safe for use in the t:slim pump for up to 48 hours and to change the infusion set every 48¿72 hours. The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple occlusion alarms. The customer's blood glucose level was not impacted. As the customer was not currently receiving an alarm, tandem technical support was unable to perform a system check to determine a possible cause of the occlusion. Reportedly, the customer had been using the cartridges for 4-5 days and the infusion sets for 3-4 days.